Event description:
Right total knee replacement with optetrak of by exactech implanted. Immediately after surgery, developed redness, unusual swelling, heat, elevated temperature, excessive unbearable pain, to/around surgical implant area started. Offensive hospitalizations and re-hospitalizations and rehab admissions ensued for approx 90 days or more. Afterwards, pt remians with same complaints to right knee. Excessive visits to hosp e.r. And multiple physicians continue. This has changed life drastically since surgery. Spoke with MFR's attorney.